Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (B)(6) not connecting to the heartmate touch was unable to be confirmed. The system controller was returned and functionally tested. The system controller passed all tests without issue. The system controller was successfully connected to the heartmate touch without issue or alarms. Log files were downloaded and reviewed. There was no indication of an issue with the system controller in the log files. Provided information indicated that the heartmate touch was prior used by another patient without issue so the controller was exchanged. It was also noted by the account that the power module patient cable being used at the time of the event was new. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller was not connecting to the heartmate touch (hmt) and power module. The backup controller was able to be connected to the hmt. It was also noted that the hmt was working on the last patient, and the patient cable was new. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.